Event description:
Have been using complete moisture plus-solution for contacts. Eyes are red, painful, tearing, and have discharge. Tried to treat with over the counter eye drops with no success. I found the recall on web md and have stopped using the product. I need instructions on eye care.